Event description:
Reportedly, the staple line appeared intact so it was decided to complete the anastomosis with a ceea 28. Unfortunately, the anastomosis did leak. It was too low to identify and repair so the proximal bowel was resected and a colostomy was performed.